Manufacturer narrative:
The device will not be returned for analysis as it is still implanted; however, an investigation of the reported event was made. The cause for this specific event cannot be ascertained from the information provided. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Therefore, zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a bilateral patient underwent right total hip arthroplasty and is currently experiencing pain and elevated metal ion levels approximately 10 years post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. DHR review: the quality records indicate that this component met all requirements to perform as intended. Review of event description: patient underwent revision due to pain, elevated metal ions and loosening. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Visual examination: the metasul ldh head with the inserted head adapter and the durom acetabulum component have been returned for an investigation. The entire articulation surface of the metasul ldh head shows numerous fine and some coarser scratches visible to the naked eye. On the inner taper of the head adapter, surface changes due to fretting corrosion as well as probably organic deposits can be recognized. The durom acetabular component shows sparse remains of bone attachments on the anchoring surface. In some areas the anchoring surface seems to be slightly polished ). Moreover, one piece of archoring coating has broken off, which could have occurred during revision. There are also deformations at the fins, which could have occurred during revision. Inspecting the articulation surface by naked eye numerous fine scratches and several coarser scratches are visible. Inspecting the scratches closer with a low power microscoperevealed that some scratches close to the rim are aligned perpendicular to the bevel. A similar pattern could be detected on the articulation surface of the humeral head. Therefore this could point to the subluxation situation. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The visual investigation confirmed that the anchoring side of the durom cup shows little bone attachments as well as some small slightly polished areas. The latter could possibly point to cup loosening. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately 10 years post implantation due to pain ans elevated metal ions. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Additional: d7, d11, h2 correction: b2, b4, b5, d10, g4, g7, h10 a cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately 10 years post implantation due to pain, elevated metal ions and loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
No further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer biomet¿s reference number of this file is (B)(4).